Manufacturer narrative:
Manufacturing review: a device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Eventually, six days later, the patient reported to the hospital with abdominal pain. On the same day, an abdomen complete 3 views showed that an inferior vena cava filter overlays the right l2 and l3 vertebra. The next day, the patient reported to the hospital with shortness of breath and chest pain. On the same day, a computed tomography angiography (cta) chest was revealed that there was saddle embolus in the main pulmonary artery. Also, an ultrasound venous upper extremity bilateral was revealed that non-occlusive thrombus in the mid-right brachial vein in the location of prior PICC line. Around, eleven years and eleven days later, a computed tomography (CT) abdomen and pelvis was revealed that the inferior vena cava filter was tilted laterally, and the hook contacted the inferior vena cava wall. All the struts of the inferior vena cava filter perforated the inferior vena cava up to 22 mm. One anterior strut perforated the inferior vena cava wall and contacted the small bowel. One strut perforated the inferior vena cava wall and contacted the aorta. One posterior strut perforated the inferior vena cava wall and contacted the l3 vertebral body. Thrombus within the inferior vena cava or filter was not evaluated on this non-contrast study. Therefore, the investigation is confirmed for the perforation of the inferior vena cava (ivc) and filter tilt. Additionally, it can be confirmed that the patient experienced pe post deployment. However, the relationship to the filter is unknown. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter tilted and struts perforated the inferior vena cava. One strut perforated and in contact with small bowel, another strut perforated and in contact with aorta and two posterior struts perforated and are in contact with l3 vertebral body. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient reportedly experienced abdominal pain; however, the current status of the patient is unknown.